Event description:
On may 1, 2023, nakanishi received an email from a distributor (nsk america) about a nsk handpiece overheating. The distributor (nsk america) received a report of a patient burn injury during an adverse event investigation for a different device (reference (B)(4)) nsk america was never made aware at the time of this injury and had no reports of the event. The details are as follows: details are as follows: the event occurred on (B)(6) 2022. The dentist was performing a crown procedure on tooth number 46 of a patient using the x85l handpiece (serial no. (B)(6)) the head of the handpiece overheated early in the appointment, and the patient received a severe and extensive burn on the inside of the right cheek extending to the corner of the lip, visible extra-orally. The burn was reported to be the size of approximately a canadian dollar. The burn happened over rubber dam and the patient was under local anesthesia (mandibular block) preventing the dentist and the patient from realizing the severity rapidly. The injury was treated with the application of vitamin e and the patient was provided with peroxyl mouthwash to accelerate healing. Follow up led to the patient being prescribed codeine for the relief of pain. The patient has fully recovered from the injury and has healed normally without need for any additional medical treatment.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, nsk america corporation, under report number 1422375-2023-00012. The dentist refused to provide information about the patient's weight. According to the distributor (nsk america), further inspection of the handpiece involved in the adverse event for cause by nakanishi is no longer possible because the dentist reported has reported that the subject handpiece was discarded shortly after the event occurred. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject x85l device [serial no. (B)(6)]. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.